Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or user had an inaccurate reference.

Event description:
(B)(6) from (B)(6) is calling on behalf of customer (B)(6) who is concerned her meter is displaying high results when compared to competitor's meter. The customer's expected blood result is 80mg/dl-126mg/dl fasting. Customer has received results in the 500'smg/dl and 600'smg/dl using our true track meter. (B)(6) does not have meter available at this time only a picture with the serial number. A different brand meter was provided to the customer by the pharmacy.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: strip issue or user had an inaccurate reference. Correction on remedial action type: pharmacy replaced a new meter of a competitor brand.

Event description:
Ms. (B)(6) from (B)(6) is calling on behalf of customer (B)(6) who is concerned her meter is displaying high results when compared to competitor's meter. The customer's expected blood result is 80mg/dl-126mg/dl fasting. Customer has received results in the 500'smg/dl and 600'smg/dl using our true track meter. Ms.(B)(6) does not have meter available at this time only a picture with the serial number. A different brand meter was provided to the customer by the pharmacy.